Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler was blank during ¿treatment complete ¿ step 8¿. The caregiver tried rebooting the (B)(4) cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys were on, but the screen remained blank. The ts representative advised that the patient discontinue using the (B)(4) cycler and a replacement cycler was issued to the patient. They were also advised to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the replacement. It was confirmed that the patient had continuous ambulatory peritoneal dialysis (capd) supplies and knew how to perform capd therapy. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment manually. The (B)(4) was returned to the manufacturer for physical evaluation and the replacement (B)(4) was received by the patient. Upon evaluation of the (B)(4) by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the (B)(4) touch screen test failed. When powering on the (B)(4) , the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board (B)(4) is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned (B)(4) encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.